Manufacturer narrative:
N/a.

Event description:
The following has been reported: error message when starting pump. Air in line or line not loaded. When neither is an actual issue. Problem was detected during priming. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.